Event description:
It was reported that the surgeon inserted and removed the aa4203tf silicone single piece lens after discovering the wrong power was selected. The orange system was used to determine the refractive value of the eye. The reporter stated the incident was the result of incorrect power selection and not related to the device.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with toric (elastic). (B)(4) - no complaint against the device. Evaluation results: visual inspection of the returned lens showed only half of the lens was returned and the piece received was split. There was a clear surgical residue on the lens. (B)(4).